Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances and loss of capture. The impedances were never out of range and the loss of capture did not lead to any periods of asystole for this patient. A revision procedure was performed and this rv lead was surgically abandoned and replaced. During the revision, a sharp bend was observed on the lead via x-ray, but no other damage was noted. No additional adverse patient effects were reported.